Event description:
The company was made aware that on september 1, 2009, the pt was experiencing inflammation, edema, hyperemia, and local pain at the implant site, but the pt was able to use the device without discomfort. The antibiotic (type unk) treatment reportedly failed at the time. On (B)(6) 2009, the extrusion of the pt's internal device was observed. On (B)(6) 2010, the pt was treated with cefazolin for 5 days and cephalexin for 10 days. A plastic surgery was performed on (B)(6) 2010, which involved removal of scar tissue, fixation of internal device as it was covered by granulation and fibrous tissue, and wide flap rotation subperiosteal. On (B)(6) 2010, the pt was presented with secretion in the temporal region with high fever. The pt's device was explanted on (B)(6) 2010.